Manufacturer narrative:
The insulin pump buttons all responded properly. No unexpected button anomalies were noted. The insulin pump was received with a severely scratched display window.

Event description:
Customer reported issues with the insulin pump. Customer states that the up arrow of the insulin pump is not working. The blood glucose reading is 113 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.